Event description:
It was reported that the customer experienced ongoing leaking cartridges. Customer changed the pump supplies to address the issues. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Reportedly, on one event the customer required assistance from their neighbor to deliver fast acting insulin injection.